Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported on an 840 ventilator the oxygen sensor was reading high. There was no patient involvement at the time of the reported incident. The service engineer replaced the oxygen sensor. The service engineer performed testing and calibrations and the ventilator operated within the manufacturing specifications.